Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous shunt. The physician first attempted to dilate the shunt of the arteriovenous fistula with a non bsc balloon catheter and it ruptured at twenty atmospheres. Then the mustang 6.0 x 40, 75cm balloon catheter was used and ruptured at twenty two atmospheres. The number of inflations is unknown. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous shunt. The physician first attempted to dilate the shunt of the arteriovenous fistula with a non bsc balloon catheter and it ruptured at twenty atmospheres. Then the mustang 6.0 x 40, 75cm balloon catheter was used and ruptured at twenty two atmospheres. The number of inflations is unknown. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the balloon showed evidence of being inflated. There was no damage noted to the shaft. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a longitudinal tear for a length of 21mm starting from the proximal balloon bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).